Manufacturer narrative:
The insulin pump was received with cracked end cap and cracked case at display window corner. The device was received without the belt clip and no physical damage to belt clip slot noted.

Event description:
The customer reported via phone call that the belt clip broke and she dropped the insulin pump. Customer stated that the insulin pump has a large crack at the bottom near the bumper logo. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and return for analysis.